Event description:
It was reported that before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was a hair on the bottom of the tray and pm on the barrel of the syringe.

Manufacturer narrative:
Investigation: one empty 10ml tray loose in a box was received and visually evaluated. A piece of tape was observed in a bottom inside corner of the tray. The tape was holding down what appeared to be a single 1¿ long strand of dark hair. No DHR was performed because of the CAPA in place for this lot. CAPA#(B)(4) was created for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was a hair on the bottom of the tray and pm on the barrel of the syringe.